Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen screw would not move when attempting to prime the device, and no insulin was dispensed. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. The customer confirmed that the dose knob and screw retraction were not difficult, the injection foot was touching the cartridge plunger, and insulin did not exit after trying a new needle and multiple primes. The customer was advised to discontinue use, follow their hcp¿s backup plan, and a replacement inpen will be provided per the product replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elblna was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Below code is not accepting in section h6. Investigation findings - 424, investigation conclusions - 2306. Per visual inspection: no physical damage to cartridge holder or inpen back shell was noted. No front shell was received with inpen. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10 ozf-in). Unable to perform front cap investigation due to inpen not received with original front cap. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Missing inpen front cap was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.